Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
Follow up for correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00912 was sent in error. Based on the limited information provided by the customer and due diligence attempts to obtain additional/clarifying information, MFR #: 2243072-2025-00912 is void as a result.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported needle break. Event description: this year, there is an historical uptick in adverse related issues regarding xxxx items where there are customer complaints of blood loss, cracks, or breakages during patient use, occurring with their vacutainers, autoguards, and different needle products.